Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-00808. Concomitant medical products" tibia cemented 5 degree stemmed left size d, item# 42532006701, lot# 62353047. Articular surface fixed bearing posterior stabilized (ps) left 12 mm height, item# 42511400512, lot# 62063957. Optipac bone cement, item# 66017747, lot# 76334331. Report source: foreign (B)(4). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six years and three months post implantation due to tibial and femoral loosening. There is no additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: compared to spect / CT from one year post implantation, regressive activity in the early phase. In the late phase and in the spect / CT also tend to have slightly regressive activity adjacent to the femoral and tibial components. Still no significant activity around the tibial shaft. Slightly progressive lysis below the tibial component according to the x-ray from prior to the revision procedure. No evidence of infection. Minor knee joint effusion. Slightly progressive morphological loosening signs femoral and tibial. Supplied medical records do not change previous root cause statement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a3, b4, b5, b7, e1, e2, e3, e4, g4, g7, h1, h2, h3, h6, and h10. Patient's year of birth: 1952. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Review of the material specifications for the femoral component identified that the metal composition includes nickel. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient was experiencing pain and allergy testing was positive to nickel. The femoral component was noted to be loose and easily removed during the revision, with osteoporotic and fragile femoral bone quality. The tibial component was also noted to be easily removed due to possible loosening. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per the persona knee system package insert (87-6204-055-23, rev. -), pain, loosening, and metal sensitivity are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised approximately six years and three months' post implantation due to persistent pain, loosening of the tibial and femoral components, and positive nickel allergy testing. During the revision, discolored synovium and very osteoporotic bone was encountered. The tibial and femoral components were loose and exchanged easily without complication. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.